Event description:
A customer reported that the screen on their pump was broken, making the touchscreen unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level due to the issue. The customer reverted to an alternate form of insulin therapy.